Manufacturer narrative:
Device available for evaluation - yes. Returned to manufacturer on: (B)(6) 2016. Device returned to manufacturer - yes. Device evaluation: the cartridge 1metc30 was returned at the manufacturing site for evaluation. Visual inspection at 10x microscope magnification showed evidence of viscoelastic ovd (ophthalmic viscosurgical device) residues inside the cartridge. A crack was observed at the cartridge tip. The reported piece of fragment from the 1mtec30 was not returned. Based on the evidence observed, the condition of the unit is consistent with a cartridge that has been damaged by the contact of the metal rod tip from the hand piece during surgical process. The rod tip protruded through the cartridge tube creating a crack (shaped hole). Brown particles or fibers was noticed at the loading zone section of the cartridge. This could be related to the handling of the unit out of the sterile environment. The brown particle was analysed using fourier transform infrared (ftir) spectroscopy. The results revealed that the particle was consistent with a mixture of cellulose (e.g. Cotton, rayon, and lint), sodium hyaluronate and possibly an acrylic species. The particle evaluated is not compatible with the cartridge material. Manufacturing records review: the lot number is unknown, therefore the manufacturing records could not be reviewed. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
: Expiration date unknown as device lot number was not provided. Implant and explant dates: if implanted or explanted, give date: not applicable as this is not an implantable device initial reporter phone number: (B)(6). Mfg date: manufacturing date unknown as device lot number was not provided. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during the implantation of a non-amo intraocular lens (iol) a fragment of the cartridge, model 1mtec30, was inserted into the patient's eye with the lens. The surgeon removed the fragment with a surgical instrument and the surgery was completed with no patient injury. No further information was provided. The use of non amo lenses with amo cartridges is not recommended.